Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) from (B)(6) alleging that his onetouch veriopro meter was giving him inaccurate high readings as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time, the patient reported blood glucose results of '87mg/dl' on his lfs meter and '60mg/dl' on another lfs meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that he manages his diabetes with oral medication (unknown type and dosage), diet, and exercise. It is not known if the patient takes any medication to manage his diabetes or if he made changes on his usual diabetes management routine in response to the reported issue. At an unknown date and time after the alleged issue occurred, the patient claimed to have developed symptoms of 'shakes, sweats, and difficulties in speaking' but it was not specified if the patient received any treatment in response to the symptoms. Although it is not known if the patient received any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms of severe hypoglycemia.

Manufacturer narrative:
(B)(4). On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) from (B)(6) alleging that his onetouch veriopro meter was giving him inaccurate high readings as compared to another device. The customer service representative (csr) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The csr was advised by the patient that on the same day he contacted lfs for assistance he tested and reported blood glucose results of "87mg/dl" on his lfs meter and "60mg/dl" on another lfs meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known if the patient takes any medication to manage his diabetes or if he made changes on his usual diabetes management routine in response to the reported issue. While on the phone with the csr, the patient claimed to have developed symptoms of "shakes, sweats, and difficulties in speaking" and could not finish troubleshooting. It was not known if the patient received any treatment in response to the symptoms. This complaint is being reported because the patient developed symptoms of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.